Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A physician reported that scratches are formed as intraocular lenses (iols) passes through the cartridges during iol implantation procedures. A linear defect in the surface of the iols of varying length and depth are localized in the paracentral zone of the lenses. The lenses remain implanted with no affect on the patients' visions. Sixteen total events are being reported, but there is no indication as to how the sixteen are split among the provided lots. This report is associated with the second of four lot numbers provided.